Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that the patient faced hospitilization due to bent cannula leading to high blood glucose level event on (B)(6) 2024. The blood glucose level was found to be 400mg/dl and treated with pump insulin no further information available.

Manufacturer narrative:
E1 :patient city: (B)(6). Patient country: united states. Since no lot number is availabel, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.